Event description:
It was reported that during a pci procedure, removal difficulties were experienced with the mach 1 guide catheter. The calcified, non-tortuous and 90% stenosed lesion was located in the right coronary artery (rca). An imaging catheter became caught on the guidewire and during removal of the guide wire and guide catheter, resistance was encountered in the mach 1 catheter's mid shaft. Forceful retrieval was attempted and the guidewire fractured. The distal tip (10cm) of the guidewire caught in the guidewire exit port and damage was also noted elsewhere in the guidewire. It was the physician's opinion that, "a portion of the guidewire remained extruded from the mach 1 guide catheter in the location which resistance was experienced." The procedure was successfully completed, this device. No pt injuries or complications were reported. Pt status is reported "good."